Event description:
Finger retractor 1-1/4' x 4" from the [redacted] kidney transplant b pan snapped while in use on the patient. The broken blade and clip/ratchet that was attached to the blade were taken off the field immediately.